Event description:
This is a pt with history of right-sided acoustic neuroma s/p resection with right cochlear implant placement, csf rhinorrhea and otorrhea, and vestibular neuritis who presented to the emergency department complaining of headache that began earlier that day, was of gradual onset that rapidly accelerated in severity, and was associated with nausea and vomiting. The pt denied recent congestion, cough, or sore throat. Pt denied any nasal drainage. Pt had no history previous migraine headaches. The pt was initially afebrile with stable vital signs and an unremarkable physical exam. An urgent CT scan of the head without contrast showed no evidence of any mass or intracranial bleeding. Upon returning from radiology, the pt became confused and demonstrated marked alteration in mental status. Temperature was found to be 102.8f. The pt underwent a lumbar puncture, which was grossly positive with cloudy fluid. Blood cultures were obtained, and the pt was administered decadron 0.4 mg/kg -28 mg total- IV followed by ceftriaxone 2 gm IV and vancomycin 1 gm IV. Csf fluid analysis revealed 12,390 wbc -differential 97% seg-, protein 335, glucose 0 -serum glucose 121-, and 855 rbcs. Serum and urine toxicology screens were negative. Electrolytes were within normal limits. The pt was transferred to the ICU for further antibiotic treatment and neurologic observation. In the ICU the pt was continued on decadron 28 mg IV q12hr -for total duration of 3 days-, ceftriaxone 2 gm ivq12hr, and vancomycin 1 gm IV q 12hr with dramatic improvement in clinical status. Pt was transferred to the regular pt care floor on hospital day #2. Gram stain of the csf fluid had revealed 4+ wbcs and gram-positive cocci in pairs. Cultures eventually grew non-enterococcus group d organisms, sensitive to ceftriaxone. The pt continued to improve and was discharged to home hosp day #5 on ceftriaxone 2 gm IV q12hr to finish a 14-day course.

Event description:
Add'l info from rptr 07/22/2004: the pt with h/o left sided acoustic neuroma with left cochlear implant placement, csf rhinorrhea and otorrhea, and vestibular neuritis who presented to the emergency dept. In 2004 complaining of headache that began earlier that day, was of gradual onset that rapidly accelerated in severity, and was associated with nausea nad vomiting. The pt denied recent congestion, cough, or sore throat. Denied any nasal drainage. Had no h\o previous migraine headaches. The pt was initially afebrile with stable vital signs and an unremarkable physical exam. An urgent CT scan of the head without contrast showed no evidence of any mass or intracranial bleeding. Upon returning from radiology, the pt became confused and deconstrated marked alteration in mental statustemperature was found to be 102.8 f. The pt underwent a lumbar puncture, which was grossly positive with cloudy fluid. Blood cultures were obtained, and the pt was administered decadron 0.4 mg/kg (28mg total) IV followed by ceftriaxone 2 gm IV and vancomycin 1 gm IV. Csf fluid analysis revealed 12,390 wbc (differentail 97% seg), protein 335, glucose 0 (serum glucose 121), and 855 rbc's. Serum and urine toxicology screens were negative. Electrolytes were within normal limits. The pt was transferred to the ICU for further antibiotic treatment and neurologic observation. In the ICU the pt was continued on decadron 28 mg IV q12hr (for total duration of 3 days), ceftriaxone 2 gm IV q12hr, and vancomycin 1 gm IV q12hr with dramatic improvement in clinical status. Was transferred to the regular pt care floor on hospital day #2. Gram stain of the csf fluid had revealed 4+ wbcs and gram-positive cocci in pairs. Cultures eventually grew non-enterococcus group d orgainisms, sensitive to ceftriaxone. The pt continued to improve and was discharged to home on hospital day #5 on ceftriaxone 2 gm IV q12hr to finish a 14-day course.